Event description:
Catheter was placed in 2000. One month later, catheter was noted to have fractured in small lumen around clamp site. Discontinued catheter use and clamped off. Covered site with sterile dressing. Pt developed an infection and was treated with antibiotics.